Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was blank. The customer stated they attempted to use a different user interface (ui) assembly and it worked. The remote service engineer (rse) then provided the customer with the part number of the ui assembly to order and replace due to the unit having a 1st generation light crystal display (lcd). Device evaluation and repair are pending.